Event description:
Follow up information received reported that the physician¿s office had submitted the lead revision request to the patient¿s insurance company and were waiting for approval. The patient was reported as not receiving effective therapy at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did have the lead revision on (B)(6) 2013. It was noted that the patient was "doing well" at her first post operative appointment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was originally set-up with adaptive stimulation and experienced surges in stimulation when changing positions. As of the morning of the report,the patient wasn't feeling stimulation in the head area anymore where stimulation was supposed to be. It was noted that adaptive stimulation had been disabled that morning as well. The reporter indicated that the patient continued to feel parascapular stimulation no matter what programming adjustments were done. It was noted that stimulation was close to the intermediate incision used for tunneling the long lead. The patient didn't however feel stimulation in the right scapula area when stimulation was off. It was noted that there had been no falls or trauma. The reporter stated that the patient experienced a "sharp pain" when an attempt was made to "press down" on the lead in the shoulder location where the patient was feeling stimulation. All impedance measurements on all 16 electrodes were within normal limits, between 496 ohms and 846 ohms. It was noted that lead location as well as system integrity was going to be confirmed with x-rays. It was further reported that the patient experienced some shocking or jolting. It was noted that stimulation "intensified" when the patient bended over. Approximately a week later, further information was received which reported that x-rays were taken which showed that the patient's leads had "pulled out of place". The reporter was uncertain if a revision had been scheduled as of the date of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).